Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose was 418 mg/dl. The customer was treated with bolused. The air bubbles is located in the reservoir and approximate size of air bubbles is large. The customer resolved air bubbles anomaly with set and reservoir change.